Manufacturer narrative:
G5:510(k)#: k102985. B4:13aug2021. A philips service engineer (se) performed operational testing on the device and was unable to duplicate the reported issue. The se examined the oxygen inlet filter for dirt foreign substances and performed an evaluation on the oxygen valve and data acquisition printed circuit board assembly (da pcba). The device passed performance verification testing. Based on the service performed, the alleged malfunction was not confirmed. Following the evaluation, the device was placed back into service.

Event description:
It was reported to philips that the device had an oxygen device failure alarm. The device was reported as being in use at the time of the event on a patient. The customer substituted the ventilator with a standby ventilator. There was no patient or user harm reported.